Manufacturer narrative:
Patient's age and weight are unknown; "000" and "999" are only placeholders, without which the submission could not be packaged. The returned idrivec was visually and functionally evaluated. When tested the device was capable of firing a cs25 into 3 layers of foam with proper staple formation. The root cause of the reported non-conformance could not be determined. -

Event description:
While attempting to fire a cs25 stapler via an idrivec in a sigmoid colon resection procedure, the close/fire button became inoperative. The idrivec and cs25 were replaced by like devices, and the procedure was successfully completed.